Event description:
Pt had the line inserted in 2008 and approximately 3 weeks later, noted their dressing around the catheter site was wet. He contacted the hospital immediately and upon inspection by the renal dialysis nurse observed that the catheter exit site was dry and the leakage was occurring from a small pin-size hole area, approximately 2cm from the exit site. As the catheter was unable to be repaired and this situation is classified as a surgical emergency, the catheter should have been removed; however, due to pressing circumstances in the patient's life, the catheter was not removed until about two months later. During this time, the pt was prescribed antibiotic therapy. The catheter was removed by cut-down method. As the pt already had a heamodialysis line insitu, he then had the disruption to his life by having to attend hospital 2-3 times per week for heamodialysis.

Manufacturer narrative:
Eval: still under investigation at this time.